Event description:
It was reported that during use cs300 intra aortic balloon pump (iabp) battery was not holding charge. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) battery not holding a charge. Shuts down. There was patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields - b4, b5, e1 (initial reporter, event site telephone, event site email), e3, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the unit can potentially shutdown if it gets bounced around (transport situation). Fse have ordered a replacement battery connection and will return to install. Customer reported that the unit shut down unexpectedly during a patient transport. The unit was plugged in and started normally. Fse tested the unit and found that if fse run it over a rough/tiled surface the battery indication would intermittently drop/recover. It eventually shut down when fse hit a big enough bump. Fse found that if fse wiggled the cable (inside the pump) that connects to the battery box fse was able to get the unit to shut down. Fse ordered both ends of the battery connection. (Inside the battery box and inside the iabp), fse replaced both cable assembly main battery power (0012-00-0746) and cable battery to power supply (0012-00-0785) and completed a full test. The unit tested good and fse could not get it to reset in my testing. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Due to character limitations in e1 event site name: (B)(6) ¿ hospital. Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - e1 (event site name).